Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. On (B)(6) 2023, the patient became unconsciousness. The cgm was reading 65 mg/dl and the blood glucose reading was 30 mg/dl. The spouse called paramedics. The patient was treated with IV dextrose and carbohydrates. Due to her pregnancy, the patient decided to be evaluated in the emergency department (ed). At the time of the report, the patient and fetus were okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.